Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was almost 600mg/dl. The customer states they have contacted their healthcare provider over high blood glucose levels. The customer's most current level was 162mg/dl. The customer declined to troubleshoot for highs due to attributing highs to bent cannula. No further assistance was provided at this time.